Event description:
A power source alert was reported by the customer, indicating an issue with charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer initially used a tandem wall adapter and attempted to charge the pump for 30 minutes without success. After further advising continuing charging for an additional 30 minutes, the issue resolved itself, and the pump began charging.